Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I insulin result generated by the alinity I processing module for a 72-year-old female patient. Upon repeat testing, the results were lower. The following data was provided: sid (B)(6): (B)(6) 2026 initial result = 16.20 u/ml, (B)(6) 2026 repeat result (on another instrument) = 9.8 u/ml, (B)(6) 2026 repeat result on the original instrument post service = 9.9 u/ml, no impact to patient management was reported.